Event description:
As reported by the edwards field clinical specialist, a perforation of the left common femoral artery was noted post sheath removal. A left infrainguinal groin incision was made to expose the left common femoral artery. Vessel loops were placed above and below the planned puncture site and an 18g seldinger needle was used to gain access. Through the 18g seldinger needle, a wire was introduced and serial dilatation was started. The dilators were introduced with minimal difficulty, stopping at the 28 fr dilator. The 24 fr sheath was then introduced with minimal difficulty. The valve was deployed without any complications. The rf3 was removed from the sheath and ima catheter was introduced from the contralateral side into the 24 fr sheath. An occlusion balloon was deployed to occlude flow while the 24 fr sheath was removed and the surgical repair was done with a patch. Once the patch was complete an angiogram of the left common iliac was performed. Angiogram showed slow flow with disease in the left common femoral artery. The physicians decided to deploy a stent into the left common femoral artery. A 9mm x 6cm atrion was deployed into the left common femoral. Post stent deployment, a vessel perforation was noted. The vascular surgeon was called to repair the groin. Following the repair, the patient was in stable condition and transferred to the intensive care unit. Additional investigation revealed the following: the minimum luminal diameter of the access site was 7mm. The vessel was described as mildly calcified and mildly tortuous. Nothing abnormal was noticed about the sheath or dilators before or after use. Per report, the sheath did not malfunction. The dilators and sheath were inserted with minimal difficulty.

Manufacturer narrative:
The device was not returned by the site for evaluation; however, per report, there was no device malfunction. The DHR review for the effected device was completed and the device met specifications prior to distribution. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access vessel's diameter was 7.0mm, and the vessels were noted to be mildly tortuous and mildly calcified. The root cause for the reported dissection cannot be confirmed. It is possible that the inadequate size of the vessel contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.